Event description:
It was reported that the wake button is difficult to press and requires pressing the wake button multiple times to function. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.